Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation and correction to h3. Correction: h3 incorrectly stated the subject device was discarded but the customer was able to return the device. The device was returned without it's original packaging so the model number and lot could not be confirmed. The device evaluation found the balloon was crumpled up in a used state. No residue was found along the device. The wire was found to have many unnatural bends and strains. As this device is still in good condition, we will ask the OEM to test the device as not to risk breaking the integrity of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, this event was categorized as a process defect. An exhaustive revision of the process was completed, founding that occlusion partial or total was generated in the proximal bonding station due to misalignment of the d-mandrel or mandrel during the preparation for bonding process. The operator has not enough visibility to ensure the correct position of the d-mandrel or mandrel, causing melting material smearing occluding partial or total the diameter of the extrude. Causing two events, the first is the diameter is completely occluded which would prevent the balloon from inflating. And the second event would be that the diameter is partially occluded which would cause it to take longer to inflate or deflate. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device was discarded and as a result will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted. Related complaints: (B)(4) bd-400p-2080 ezdilate balloon dilator (fw) 18-19-20, lot number 381560; (B)(4) bd-400p-2080 ezdilate balloon dilator (fw) 18-19-20, lot number 381560; (B)(4) bd-400p-2080 ezdilate balloon dilator (fw) (B)(4) 2020, lot number 381560. Device was discarded by the facility.

Event description:
The customer reported to olympus the ezdilate balloon dilator (fw) (B)(6) 2020 would not deflate, resulting in the balloon being stuck and could not come out of the scope. The reported issue at the end of an unknown diagnostic endoscopy procedure. The procedure was completed at the time with the same set of equipment. The reported issue was resolved by cutting the wire in order to remove the balloon from the scope. There was no patient/user harm or injury reported due to the event.